Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon was stuck inside the patient's body. There was no reported patient involvement and outcome.

Manufacturer narrative:
Device evaluation technical support confirmed the calibration error. A visual inspection showed no issues there was no external damage to the probe. The unit was tested and showed calibration errors on channel 6 and b1. There were no visible signs of mishandling/damage. The investigation found the most probable cause to be the sensor failure. But a root cause was not identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon was stuck inside the patient's body. The device has been returned for investigation. The unit has been tested and showed calibration errors on channel 6 and 31 with no visible signs of mishandling or damage. There was no reported patient involvement and outcome.